Event description:
Both pumps emptied too fast. Pumps were underfilled by pharmacy. Pharmacy added 200cc and 210cc of naropin to the pumps, but forgot to dilute with the normal saline (ns).

Manufacturer narrative:
Evaluation summary: the samples were received for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter. The report stated that two pumps had been filled by the pharmacy, but the fill volume used was only 200ml and 210ml respectively. The nominal fill volume for these pumps is 400ml. This underfill of the pumps caused the pumps to flow quickly. The directions for use (dfu) contain cautions for underfilling the pump. The caution states "do not underfill. Underfilling the pump may significantly increase the flow rate. Filling the pump less than nominal results in faster flow rate." Because of the information provided for this complaint, the actual samples were not tested. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.